Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 5 of 10 mdrs filed for the same patient (reference 1825034-2014-03681 / 03684 and 2014-07644 / 07649).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2005 and left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a left hip revision procedure occurred on (B)(6) 2009 due to patient allegations of loosening and pain of the hip and groin. Legal counsel reported that a right hip revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, loosening and difficulty with weight bearing. A review of the invoice history confirmed all surgery dates and indicates the modular head, acetabular cup and taper adapter were removed and replaced during the revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates right hip revision performed on (B)(6) 2012 was due to a loose acetabular component. The patient¿s operative report noted tissue staining, fluid, and the loose acetabular component. Additional information provided in patient medical records indicates a right hip revision was performed on (B)(6) 2014 due to a loose acetabular component. The patient¿s operative report noted acetabular protrusion with possible infection and performed irrigation/debridement and greater trochanteric osteotomy; also noted scar tissue and a loose acetabular component. Additional information provided in patient medical records indicates right hip revision was performed on (B)(6) 2014 due to pain and a loose acetabular component. The patient¿s operative report noted evidence of defect of the posterior wall.